Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? On this firing, was the staple line complete? Did the device cut? On this firing, if the device cut, was the cut line complete? How was the procedure completed?

Event description:
It was reported by the affiliate that during a gastrectomy procedure the staples were malformed after firing. It is unknown what was used in place of the device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # k5az83. The analysis found that one ntlc55 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.